Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis, the cause of the injury was unable to be determined due to insufficient clinical details. Adverse site access event: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Section a: patient information is unknown. D4: expiration date, lot and UDI is unknown. Section e: reporter information is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported two incidents of groin issues with the peel away sheath. It was reported that a patient had loss of distal perfusion after sheath removal, although later stated there was no flow deficit to the leg. The patient experienced pain in the leg after proglides were tightened down. Additionally, a thrombus came out with the sheath when it was removed. There were no patient symptoms after removal. The patient outcome is unknown.